Event description:
It was reported that there was a pin stuck inside the atrial plug on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that there was a pin stuck inside the atrial plug on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial connector had a pin in it and it was therefore replaced. Analysis also found the upper and lower cases and one side bail cover broken, that the ring cover was the wrong part, the battery contacts were compressed, one side bail was bent and the battery drawer was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.